Event description:
During the mitraclip procedure, a pericardial effusion occurred and a pericardiocentesis was performed to stabilize the patient. The patient presented with grade 4 degenerative mitral regurgitation (mr) and a floppy septum. During the procedure, it was noted that due to the floppy septum, there were difficulties keeping contact on the septum during transseptal puncture. The procedure continued and at the end of procedure, an echography revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices. The physician's opinion is that the transseptal puncture could have caused the pericardial effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation / effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.